Event description:
It was reported that the device was constantly alarming. This was found during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as a faulty pcb due to fluid ingression. The customer tried trouble shooting the issue and this is when the device was calibrated incorrectly. Pcb was cleaned of all fluid ingression. Device was calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.